Manufacturer narrative:
The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that on (B)(6)2017 a culture at the site of the original split in the driveline silicone jacket revealed 2+ gram positive cocci, rods, gram negative rods, and heavy growth of diphtheroids. The patient was started on doxycycline. A potential compromise to the portion of the driveline silicone jacket internal to the patient was suspected. On (B)(6)2017, it was reported that another tear in the silicone jacket was found. Rescue tape was not applied due to the previously reported drainage. There is an odor now that was not present before. The patient was discharged home with some rescue tape. The patient reportedly is not a candidate for a pump exchange. No additional information was provided.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 years and 1 month. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported on (B)(4) 2017, that brown drainage was coming out from a cut in the white sheath of the percutaneous lead (driveline). The cut had been accidentally made ¿years ago¿, and was covered with rescue tape. It was reported that the driveline exit site was pristine. X-rays of the entire pump and driveline to the system controller were unremarkable. The cardiologist stated that she does not believe the patient would be an exchange candidate due to her advanced age of (B)(6) old. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that the patient expired on (B)(6) 2018, from driveline related infection. The patient had been treated with doxycycline.

Manufacturer narrative:
The specific cause for the reported event could not be determined. Although the infection could potentially be related to an internal fracture of the driveline, we cannot conclusively determine that without product and an evaluation. No autopsy was requested and the pump was not explanted. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.